Manufacturer narrative:
The returned device presented a severely damaged distal end with a carved and severed shaft nylon and bent shaft, which possessed a vessel locator with damaged wings. Also observed were a partially deployed delivery tube with bent and twisted garage tube leaves and a fully slit but damaged exchange tube. The damage sustained to the exchange tube was traced to the carving process of the delivery tube, as was the carved shaft nylon. The bent condition of the shaft was due to unknown causes. The damaged condition of the wings was attributed to the removal of the device with the wings still deployed but unable to be collapsed due to the severed shaft nylon caused from the carving. There was not any malfunction detected of any component. The root cause for the damaged components, all traced to the bending and carving of the shaft, was not determined. A review of the lot build device history record did not produce any relevant information.

Event description:
It was reported that the trained technician attempted an arteriotomy closure using a starclose device after an unspecified interventional procedure in the right femoral artery. The technician reported resistance while the sheath was being split. The technician aborted the procedure by pressing the safety release button and removing the device. There were no patient adverse effects reported and hemostasis was achieved by a second device and manual compression. No add'l info is available.